Event description:
It was reported that the patient had withdrawals and overdose before, because the pump malfunctioned. The pump malfunctioned in (B)(6) 2012, and the patient experienced withdrawal. The pump malfunctioned on (B)(6) 2012, and the patient experienced overdose. The drugs in the pump during the malfunctions were baclofen and fentanyl. There was no clarification on what the malfunctions were. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that the patient came in for an increase prior to the wedding to allow her to walk better. However, the dose was increased by 14% and was too high. The increase was too much and the patient was "too weak." The pump was turned back down in (B)(6). It was reported as unknown if this was related to a pump issue. The patient recovered without permanent impairment. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n176678, implanted: (B)(6) 2009, product type: accessory. (B)(4).